Manufacturer narrative:
The initial reporter was biomed. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 7th june, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated the paint was peeling over the whole unit. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 6th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated the paint was peeling over the whole unit. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated the paint was peeling over the whole unit. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the device has been repaired. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during initial inspection. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 6th july, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated the paint was peeling over the whole unit. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
E1b event site name:(B)(4); the unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.; additional information will be provided following the conclusion of the investigation.

Event description:
On 7th june, 2024 getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated the paint was peeling over the whole unit. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.